Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/27/2020. D4: batch # t5cz84. Investigation summary. The analysis results showed that two gst60g cartridge reloads were received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Extended hospital stay reported.

Event description:
It was reported that in a sleeve surgery where the green reloads staple line was applied, one staple come out of the line. No patient consequences were reported. No additional information is available.